Manufacturer narrative:
The suspect device was returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that an ezdilate balloon dilator burst during a therapeutic dilatation of the bile ducts. No parts came loose from the balloon. The procedure was prolonged for an unspecified duration with no impact to the patient and was completed using another balloon. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct b5. The information in b5 was inadvertently left off from the initial MDR.

Event description:
Two balloons had failed during the procedure; one balloon burst, and the other balloon failed to deploy. The procedure was completed with a third balloon. The initial MDR was submitted for the reportable malfunction and serious injury from the burst balloon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial (updated fields h3 and h4). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: towards the distal end of the device, the balloon was found to be missing. The remaining piece of the balloon had traces of a red foreign material and seemed to be cut off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred due to the seam connecting the two halves of the balloon is not correct. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.